Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The returned battery cap was able to fit and to the pump and maintain an electrical connection. There was moisture observed behind display lens. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The investigation was unable to duplicate the ¿power¿ complaint.